Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced resistance when filling a cartridge and removing air from the cartridge. Reportedly, the customer successfully loaded a new cartridge. The customer's blood glucose level was not impacted. Tandem technical support reviewed the load process with the customer.